Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2011-10459. The pt received the scs system on (B)(6) 2010, which included two leads from different lots. It was reported the pt could not increase stimulation in one of her programs. The pt will meet with a st. Jude medical rep at a later date for further interrogation of the system and reprogramming. The MFR could not identify the lot number for the lead in question; therefore, two reports will be submitted.